Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there was oversensed noise on the right atrial lead. The noise was reproducible during isometrics, and the lead was capped and replaced on (B)(6) 2020. There were no patient symptoms or complications.